Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the threads were damaged. An fse was dispatched for onsite support. The field service engineer replaced the base assembly to correct the issue.

Event description:
It was reported that one of the casters came off the stand. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.